Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm), while wearing the device for 12 hours. The patient reports their blood glucose level had rose to 400 mg/dl and the pod infusion site had purulent discharge and was swollen and red. Once at the hospital the patients pod was removed. The patient was prescribed cephalexin capsules to be taken once every 12 hours for 10 days. The patients pod will not be returned as it has been discarded.